Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ there was an issue with foreign matter. It was stated ¿the syringe was found to have a fibrous material inside.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR review for batch 7209547 (p/n 309646): manufacturing dates: 8/13/2017 to 8/15/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7209547 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: a root cause could not be determined.